Event description:
Reportable based on device analysis completed on 06sep2024. It was reported that filterwire deployment issue occurred and was damaged. The target lesion in the right carotid artery was severely stenosed and kinked. A 190 cm filterwire ez was selected for use. During the procedure, navigation was done without issue, however, upon releasing, there was a lot of friction, the filter did not open and ended up being damaged. The device was removed and replaced with a different device. No patient complications were reported. However, device analysis revealed that the wire was detached before the filter.

Manufacturer narrative:
Device eval by MFR: the wire, the delivery sheath and the retrieval sheath were returned for the analysis. Sheathing/unsheathing could not be performed, since the wire returned outside of the delivery sheath and it was detached before the filter, moreover the wire was bent, and the delivery sheath was damaged. No other issues were identified with the device and no patient complications were reported.